Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros tropi es reagent on a vitros 5600 integrated system. Patient result: 0.142 ng/ml (ug/l) vs repeat test result <0.012 ng/ml (ug/l). Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is not known if the higher than expected vitros tropi es patient result was reported outside of the laboratory; however, there were no allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros tropi es reagent on a vitros 5600 integrated system. The root cause for the events is unknown; however, an unexpected reagent or analyzer issue could not be ruled out as contributing to the event. In addition to these possible contributing factors, inappropriate pre-analytical sample handling could not be ruled out.